Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm during self-test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete rewind. The device will be returned for analysis.